Event description:
It was reported that patient was seen with high lead impedance. Patient name, date of birth, gender, and implanted lead information was not provided and is unknown. Ap chest x-ray image was supplied and is of poor quality. It is not the original image, it is a picture of the computer monitor displaying the image. The lead integrity and pin insertion cannot be assessed with any confidence. Based on the x-rays received, the cause of the high impedance is unknown. The visible portions of the device seem to show no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
High impedance coding was inadvertently entered, the correct coding is lead fracture. No known surgical intervention has occurred to date. No other relevant information has been received to date.